Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a daily dose of 0.750 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a flipped pump was suspected. The nurse practitioner (np) attempted to refill the pump and was unable. They were suspecting the pump was flipped and the catheter may be twisted. The patient was having a revision now. The rep thought the managing doctor was going to change the drug concentration but he was not. The pump was suspected to be flipped due to refill difficulties. No symptoms were reported and no further complications were expected or anticipated.